Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker system had high out of range impedance measurements which triggered a lead safety switch and noisy signals for its right ventricular (rv) lead, with a lead fracture suspected as the cause. A revision was planned but no specific date has been provided. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had high out of range impedance measurements which triggered a lead safety switch and noisy signals for its right ventricular (rv) lead, with a lead fracture suspected as the cause. A revision was planned but no specific date has been provided. This device remains in service. No adverse patient effects were reported. Additional information from the filed indicates a revision has been performed, with the right ventricular (rv) lead capped and surgically abandoned. This pacemaker was explanted due to normal battery depletion (nbd) and no issues were attributed to it. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Corrected fields: patient identifier field (a1) in section a, patient information. Date of birth field (a2) in section a, patient information. Age at time of event field (a2) in section a, patient information. Unit of measure - age field (a2) in section a, patient information. Sex field (a3a) in section a, patient information. Gender (a3a) in section a3b, patient information.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker system had high out of range impedance measurements which triggered a lead safety switch and noisy signals for its right ventricular (rv) lead, with a lead fracture suspected as the cause. A revision was planned but no specific date has been provided. This device remains in service. No adverse patient effects were reported.